Event description:
It was reported that during a procedure a patient had a blister on the skin from a disposable cuff. This was discovered after the cuff was removed. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that during a procedure a patient had a blister on the skin from a disposable cuff. This was discovered after the cuff was removed. No further information was provided by the user facility.